Manufacturer narrative:
H2: correction to 510k number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned tap instrument was analyzed. The tip of the returned instrument has been broken off. There were also lines of galling on the back end. Codes b01, c07, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for sacroiliac and thoracolumbar procedure. It was reported that the instrument tap was broken. It was noted that a transforaminal lumbar interbody fusion (tlif) procedure was being performed and the pre-operative diagnosis for this procedure was spinal stenosis and instability. It was unknown if there was a delay to the procedure. There was no impact to patient outcome. Additional information was received. It was reported that the instruments broke while starting tapping, and there was no delay to the procedure.